Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: saseendar s, kp ua, latchoumibady k, shanmugasundaram s. Pediatric forearm fractures: investigating the functional outcomes of titanium elastic nailing for unstable both-bone fractures. J orthop case rep. 2024 may;14(5):176-183. Doi: 10.13107/jocr.2024.v14.i05.4474. Pmid: 38784879; pmcid: pmc11111224. Objective/methods/study data: the purpose of the study aims to address the gap by assessing the functional outcomes and complications in children with diaphyseal fractures of both forearm bones treated using titanium elastic nailing (ten). Between august 2018 and january 2020, a total of 16 patients (14 male and 2 female) ages ranged from 5 to 15 years, with a mean of 10 years were included in the study. These patients were treated with titanium elastic nails (tens). The follow-up period ranged from 12 to 17-month postoperatively (mean = 15 months). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes titanium elastic nails. Adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: 1): 15-year-old, male, had delayed union. No intervention was provided. Adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: 8): 1 patients developed malunion with loss of radial bowl. No intervention was provided. 1 patient developed a deep infection in the ulnar nail entry site necessitating early removal of the nail at 2 months. 6 (37.5%) patients had ulnar bursitis without necessitating unplanned revision. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty: 6): 6 (37.5%) patients had nail extrusion, prominences without necessitating unplanned revision.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.